Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 6m m 5.7mm 10mm (tsv6b10) was returned for investigation. Visual inspection of the returned product identified minimal wear about the implant body. The product matched print specifications where measured against production drawing. The reported product was located on tooth # 18 and used for approximately 3 months. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported pain and wound dehiscence. Pain was noticed one week after placing the healing abutment. The reported event is non-verifiable with the information provided, and following inspection of the returned product. A definitive root cause for this complaint could not be determined. Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the patient had pain and wound dehiscence. Pain was noticed 1 week after placing the healing abutment.